Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se reseated the connections to the graphic user interface (gui). The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient, the touch screen on a 980 ventilator became unresponsive. The patient was removed from the ventilator and placed on an alternate ventilator. There was no patient harm as a result of the reported event.